Event description:
It was reported that during the implant procedure the physician used two leads but found the parameter of sensing to be bad for both of them. Both leads were not used and replaced with new leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the 5076 full lead was returned, analyzed, and no anomalies were found. It was noted that the distal end electrode was missing, the helix/lobe was distorted/bent and the lead appeared to have been damaged at implant.